Event description:
A 76-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, novocure received a report indicating that the patient experienced severe scalp pruritus. The patient contacted a physician and was prescribed an unspecified medication described as stronger than diphenhydramine. The patient reported that the medication caused significant drowsiness, prompting a switch to fexofenadine hydrochloride. It was further reported that the patient had used a triple antibiotic ointment and topical diphenhydramine on the scalp. According to the patient, the skin on the entire body was very pruritic, and the patient experienced excessive sweating, which was attributed to temozolomide therapy. The report additionally noted altered taste sensation, significant fatigue, and stomach discomfort, which the patient also attributed to temozolomide. On (B)(6) 2026, the patient reported that he was recommended by a healthcare provider to use zinc oxide cream for scalp itchiness. Multiple attempts were made to contact the prescribing physician; however, no reply was received.

Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Drowsiness, sweating, altered taste sensation, fatigue and stomach discomfort were unrelated to device use. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).